Event description:
Per the audiologist, the pt reported in 2007, that she had an open sore over the implant. The surgeon stated that he would try antibiotic treatment. In 2008, the surgeon reported that the pt "picked" at the sore over the receiver/stimulator until the device lead wires were exposed. She then began to pull the electrode array out. Reportedly, the pt had been diagnosed with dementia. The pt's device was explanted (date not provided). There is no reimplantation surgery planned.

Manufacturer narrative:
This is a final report. This type of event is addressed in the device labeling.